Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unk) the device was unable to obtain ECG signal via electrodes. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.